Manufacturer narrative:
Returned device was received in poor physical condition. The device had a badly cracked and leaking tank cover, outdated pcb and power switch and worn line cord, pole clamp and plate clip. During the evaluation of the device, no fault was found in the functionality of the device. The device was in poor condition but still heated the fluid correctly and accurately. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical device was not heating correctly. There were no reported adverse events.